Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) via a manufacturer¿s representative (rep). The rep reported that the patient had her first system explanted from her body due to infection. The rep reported that they didn¿t know when the first system was explanted. The rep reported that on (B)(6) 2017 the patient was implanted with an entirely new system. The rep reported that they had no further information. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information: it was reported the cause of the patient's infection was due to an area of the spine incision did not close due to the patient going into the pool too soon against medical advice. The patient's device was explanted 3-4 weeks after implant. No further complications were reported.